Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance with a possible fracture. The lead had failed to capture in the ventricle. The rv lead was capped and left out of service inside the patient. A new rv lead was implanted successfully. No patient complications have been reported as a result of this event.